Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's insertable cardiac monitor (icm) exhibited undersensing. The patient passed away due to other comorbidities that were unrelated to the icm.